Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that while prepping the guide wire for use, the guide wire tip came off. There was no pt involvement. No additional event or pt info is available.